Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of log file data revealed several motor start events with parameters outside of the typical range and several failed motor start events. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿ controller. D9: no. H3: no, device evaluation anticipated, but not yet begun. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that several of the motor start events occurred prior to the vad being implanted in the patient and no explanation for these events were available. It was also reported that the vad exhibited several motor start events with parameters outside of the typical range after the patient exchanged their controller.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and one (1) controller with unknown serial number were not returned for evaluation. Log file analysis revealed failed motor start attempts recorded on (B)(6) 2017 at 08:49:28, and on (B)(6) 2017 at 09:03:04, indicating that the pump failed to restart after multiple attempts. In addition, review of the motor start report revealed motor start events recorded on (B)(6) 2017 at 13:40:01 and on (B)(6) 2018 at 03:58:08 and at 03:58:44, in which the motor start parameters were atypical. Of note, these failed motor start attempts and atypical motor start parameter events were logged prior to the implantation date. Review of the motor start report also revealed motor start events recorded on (B)(6) 2018 at 11:47:17, on (B)(6) 2019 at 10:02:40, on (B)(6) 2024 at 06:35:14, 06:36:08, 07:56:19, 14:15:10, 14:16:04, 14:17:12, and 14:18:57, in which the motor start parameters were atypical. Review of the controller log files associated with the controller with unknown serial number could not be performed since log files were not available for analysis. There is insufficient information regarding the reported event involving the controller. As a result, the reported event involving the controller could not be confirmed. The reported atypical motor start parameters and failed motor start events were confirmed. Based on the available information and historical review of similar events, a possible root cause of the failed motor start attempt and atypical motor start parameters prior to implantation may be attributed, but not limited to outer shroud contact that created more friction at the housing to impeller interface, likely during the use of the controller with a motor fixture. Based on a historical review of similar events, the most likely root cause of the remaining atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for patient's relevant history. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.